Manufacturer narrative:
A product investigation is not possible. The associated product was not returned to microline inc., for a product investigation.

Event description:
During a sleeve gastrectomy/by pass/cholecystectomy surgical procedure, the last clip in the cartridge would not release. The anesthesia time was extended for 15 minutes. No patient harm.